Event description:
It was reported by the rep that the (1) er320 (from flex tray) was used during a laparoscopic cholecystectomy procedure. It was reported that the clip applier did not load properly. The case was completed with a new device. There was no consequence to the pt.